Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient was admitted following an emergency room (ER) visit for heart failure. The patient¿s ICD device was interrogated and found episodes of nonsustained ventricular tachycardia (nsvt), the patient was restated on digoxin 125 mcg in which the patient had been on prior to implant. The patient¿s metoprolol was increased from 75 to 100mg and discharged home on (B)(6) 2019. On (B)(6) 2019 a CT revealed fluid collection that increased in size compared to feb2019, measuring 6.9 x 6.3cm and is located just below the level of the lvad. This collection is likely contiguous with the anterior mediastinal fluid collection. The patient was taken to the operating room (or) for wound exploration on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported heart failure and episodes of nonsustained ventricular tachycardia (nsvt) could not conclusively be established through this evaluation. The patient reported trauma to the driveline exit site on (B)(6) 2019. The site was noted to be tender with redness and drainage. The patient was started on keflex on (B)(6) 2019 for 10 days prophylactically. During the admission for heart failure, the patient was observed to have drainage and cultures were found to be positive for corynebacterium. The account communicated that during the admission for heart failure, the patient¿s ICD device was interrogated, which noted episodes of nsvt. The patient was restated on digoxin, which the patient had been on prior to the lvad. Metoprolol was also increased. The patient was discharged on (B)(6) 2019. The account communicated that a CT scan was done on (B)(6) 2019, which showed a fluid collection that increased in size compared to the CT from feb2019. The fluid collection was located just below the level of the lvad. The collection was likely contiguous with the anterior mediastinal fluid collection. The patient was taken to the operating room (or) for a wound exploration on (B)(6) 2019. The patient had a change to their medication and received oral antibiotics. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). There is no product available for evaluation. The heartmate 3 lvas IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient reported trauma to the driveline site. The patient complains of tenderness with redness and drainage. The patient was started on keflex for 10 days prophylactically. Cultures were found to be positive for corynebacterium. No additional information provided.